Event description:
Pt. Heard calling for help. On arrival to rm, pt. Found in bed with nose bleed-head of bed elevated, md called. Within 5 min., pt. Assessed: discovered setting on pump with heparin changed from 8 cc/hr. To 118 cc/hr (8hr=800 units) amount infused approx. 1-1 1/2 hrs. Pt had 250 cc bag hanging. Pt. Had adverse reaction-heparin started several hrs. Later. Equip checked by hosp biomed engineering svs and by co. - conclusion: 1) no malfunction of equipment 2) staff had checked calculations while hanging bag 3) pt very familiar with equipment more than likely changed settings herself.